Event description:
Identification "mis-reads" by the analyzer due to light source and/or dispensing of kovacs reagent. Analyzer error was "caught" before results were released to patient chart. However, the error did cause a delay in results and had the potential to not isolate/treat patients for a salmonella infection.